Manufacturer narrative:
Date of event is estimated. The patient reported that in december of 2023 their ipg began turning itself off/on without user input. Ts advised on magnet mode. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that ipg was turning itself on/off without user input. It is unknown if magnet mode was disabled. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post-op.

Event description:
Additional information indicated that based on analysis of the returned device, manufacturing reference number 31627487-2024-08520 is no longer reportable. The reported event for therapy turning off/on unexpectedly was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Additional information indicated that manufacturing reference number 31627487-2024-08520 is no longer reportable. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.